Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this possible malfunction, should it recur, may potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
During an imrt treatment, the site lost power and the clinac went down. After power outage, the therapist looked at the backup mu counter, it read 183 (approx) which would have required almost 3 fields to accumulate that amount of dose; so somehow the counter was not reset. The actual count should have been less than 70mus. The discrepancy was reported the hospital (B)(6). The backup mu counter has been monitored and compared to actual mu delivered since the incident; so far, no other discrepancies have occurred. Backup mu counter is properly resetting after every field.